Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. Voluntary MDR/medwatch report number mw5172468.

Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2025 . It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to a report received via maude, a physician stated that on or around (B)(6) 2025 an unknown patient experienced inaccurate readings from the dexcom g6 sensor. The device reportedly displayed glucose levels in the 150¿250 mg/dl range and lower, while the patient was later admitted to the hospital with diabetic ketoacidosis (dka) and a venous glucose level exceeding 600 mg/dl. At no point did the dexcom sensor reflect glucose levels this high. The report also noted that the patient¿s family did not check glucose levels with a meter at home, nor did they test for ketones, despite the patient exhibiting symptoms such as vomiting. Attempts to follow up with the reporter for additional event details were made, but contact was unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 08/12/2025.